Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit during a preventive maintenance (pm). The unit passed all testing during pm. The fse found no issue during testing. The unit was then cleared for customer use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units video cable came loose and shut down. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units video cable came loose and shut down.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.